Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the ligating cap came off and got stuck into the varix. Reportedly, they tried to deploy all the bands to get the ligating cap off the varix but it stayed on and never got off. There was no difficulty in setting up the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.